Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a cracked belt clip slot.

Event description:
The customer reported being hospitalized due to diabetic ketoacidosis and high blood glucose of 400 mg/dl. The customer was vomiting and thirsty, changed the set on the insulin pump six times and did not work, so the customer went to the hospital. They were wearing the insulin pump at the time of the hospitalization. They were treated with insulin drip and fluids. The customer was initially calling about a no delivery alarm on the device which keeps reoccurring during bolus delivery. The customer stated that the tubing is usually bent or kinked. The blood glucose at the time of the phone call was 336 mg/dl. Nothing further was reported.